Event description:
It was reported that the lead was capped and replaced due to high, out of range, high voltage lead impedance. Patient condition post procedure was fine.

Event description:
Clarification of the event: the pace/sense portion of the lead was capped and the defibrillation portion remained active.